Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received intact for a manufacturing evaluation and passed functional testing per the inspection sheet. Visual inspection showed no anomalies in the hole or collar diameters, depths or radii. This complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that the surgeon closed the sternum in an obese patient with two steel wires and two sternal cables. When winding the first cable around the wheel, the cable broke. The wheel had not yet been activated. The second cable broke at the first activation of the wheel. Both cables broke at the nose of the tensioning instrument. The surgery was continued with a new tensioner without any problems. This report is for file (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).